Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report skin irritation and itching at site of sensor patch adhesion on (B)(6) 2014. Patient stated that they treat the area with triple antibiotic ointment and are left with a red mark after skin has healed. Patient was advised by diabetes educator to use IV 3000 as a barrier between skin and sensor patch adhesive. Patient did not report any injury or further medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).